Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The used device was received for evaluation. Visual inspection revealed that the tubing had burst approximately three quarters of an inch above the middle y-site inlet port. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo IV set burst by the injection port during use. The reporter stated that they were pushing x-ray dye through the set with a 20 gauge needle at 4cc per second. The reporter stated that they were not using a power injector. There was no patient injury or medical intervention associated with this event. No additional information is available.